Event description:
The customer reported that the low ma error occurs intermittently. No patient injury was reported.

Manufacturer narrative:
The ge service rep troubleshoot the system and couldn't duplicate the problem. He performed a filament calibration to system. The system passed the calibration and operates as designed.